Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet insulin pump intermittently stopped delivery around 20%, produced louder motor sounds, displayed a restart alert, and then issued an ¿alert 41, absolute range error,¿ consistent with a failure to infuse and an insulin shaft rewind error; the pump was replaced, and the patient completed setup with a new unit while continuing cgm use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device component issue associated with firmware in the context of a failure to infuse and an insulin shaft rewind error. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.